Event description:
It was unknown why the modular cable was exchanged.

Manufacturer narrative:
The modular cable which was exchanged for a bent pin is captured under MFR # 2916596-2024-07462. This event captures the modular cable which was being exchanged for an unknown reason. Manufacturer¿s investigation conclusion: no product was evaluated under this complaint. The heartmate 3 device serial number, as well as other specific case/patient information, is not available. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. No product was returned for evaluation. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Although no device related issues were reported by the account, the IFU contains information on use, exchanging, and caring for the modular cable. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a modular cable was noted to have a damaged pin taken out of the package. Another modular cable was used.